Event description:
It was reported that during a neuroangiogram the tip of the guidewire separated and was lodged in the vertebral artery. No attempts to retrieve the separated portion were made. Reportedly, no pt injury occurred.